Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardioverter defibrillator was experiencing long charge times through a merlin remote alert on (B)(6) 2021. The patient was brought into the clinic on (B)(6) 2021, where the physician elected to replace the device due to it being close to elective replacement indicator status. The patient was stable throughout.

Manufacturer narrative:
Missing component code of "4755 - part/component/sub-assembly term not applicable" was added.